Event description:
On (B)(6) 2016, a dental professional reported that 20 patients who were treated with a 3m espe lava ultimate cad/cam restorative for cerec crown required root canal therapy. The dentist was not willing to examine his records for patient-specific details around time of product placement or treatment. As such, this one report is being made to cover all 20 patients.